Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv1194 showed one similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when placing the catheter, the nurse found that the connection between the extension tubing and the distal end of the catheter was not engaged firmly. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample and the connector was found to be returned assembled. The connector was found to be firmly assembled and could not be pulled apart by hand. The connector was disassembled, and the distal piece was dissected. The proximal end of the catheter segment within the connector was found to be bunched up on the cannula of the proximal connector piece within the distal connector piece. Multiple folds were observed in the catheter tubing between the compression sleeve of the distal connector piece and the grey plastic of the proximal connector piece when the connector was in the assembled position. This bunching of the catheter tubing most-likely caused resistance during the assembly process of the connector pieces. Ensuring the catheter lies flat on the cannula of the proximal connector piece, sliding the distal connector piece over the catheter while holding the proximal connector piece still, and not twisting the proximal connector piece during assembly of the connector may help prevent bunching of the catheter on the cannula of the proximal connector piece. Regarding the assembly process of the nxt connector, the product IFU states: ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the statlock stabilization device compatible connector with extension leg together, aligning the grooves on the oversleeve portion of the connector with the barbs on the statlock stabilization device compatible connector and extension leg. Do not twist.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when placing the catheter, the nurse found that the connection between the extension tubing and the distal end of the catheter was not engaged firmly. It was reported this occurred with two devices. This report addresses the first device.